Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020.

Event description:
The customer reported high tidal volume and alarm indicator not blinking. There was no patient involvement. The manufacturers international service technician confirmed the reported issue. The manufacturers international service technician replaced the defective o2 flow sensor and flex cable to address the reported problem. The unit successfully passed the required performance verification test.